Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction/rupture/chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with an unknown mentor gel implant experienced left sided rupture post procedure. The patient had a heart monitor placed which caused the device to rupture. The breast then began to swell. As a result, an explant was performed on (B)(6) 2021.